Event description:
It was reported that during preparation for an ep procedure a hair-like substance was inside the package before opening the sterile intellamap orion high resolution mapping catheter package. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. The sterile packaging in question was not returned with the device, therefore, the allegation could not be confirmed, nor could the nature of potential foreign material in the packaging be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Also, a review of the use documents found no evidence of the device being used in a manner inconsistent with the labeled indications. With all available information the complaint could not be confirmed as the packaging was not included with the return.

Event description:
It was reported that during preparation for an ep procedure a hair-like substance was inside the package before opening the sterile intellamap orion high resolution mapping catheter package. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter has been returned for analysis.